Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto 3 system, and a high risk patient delay occurred. During an internal review, it was noticed that in the initial report, a device evaluation for the esophastar¿ esophageal mapping catheter was reported in error. The investigation for the carto 3 system completed 6/20/2019. The field service engineer (fse) walked the biosense webster inc. (Bwi) representative through rebooting the work station from the v6 dok and importing the user settings. The system application loaded successfully, and the case started without issue. DHR review was performed by the manufacturer and no anomalies, which are related to the reported issue, were noted in manufacturing or servicing of this equipment. However, an internal action was opened to investigate the issue. Manufacture ref no: (B)(4).

Manufacturer narrative:
The investigation completed 6/12/2019. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for erasable programmable read only memory (eeprom), carto 3, and sensor functionality. The catheter was recognized by carto 3 system. No error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint were identified. The customer complaint cannot be confirmed. No code available was selected device codes to represent procedure delay. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto 3 system, and a high risk patient delay occurred. Initially, it was reported that when the carto 3 system was initially powered up, mouse movement was seen. However, both the primary and secondary display were black. A hard reboot of the workstation was performed without resolution. Although replay connections had been verified, one of the replay connections was disconnected (not active on this system). As instructed by the field service engineer, the replay video was bypassed, but the issue persisted. The observed monitor display issue was assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 5/27/19, additional information was received indicating a procedure delay of 1.5 to 2 hours occurred with patient intubated on the table. The physician indicated extended anesthesia adds risk to the patient. The observed high risk procedure delay has been assessed as MDR reportable. The awareness date has been reset to 5/27/19.